Event description:
Customer's parent reported via phone, the customer was having issues with the sensor. Customer's blood glucose was 15 mmol/l. The sensor was removed and it was noted the sensor was damaged at the end, as it didn't have the cannula. Customer's parents didn't know if the cannula was missing prior to insertion. Customer's parent was advised the sensor needed to be replaced. Customer's parent didn't agree to return the device for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.